Event description:
It was reported that the right atrial (ra) lead had dislodged and fell into the right ventricular channel. It was also noted that there was insulation damage on the lead due to the physician using an access needle from the introducer kit to place a wire underneath the insulation of the lead. This was done in order to maintain access to the vein without having to perform a separate subclavian or axillary stick. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer and inner insulation of the lead was extrinsically breached due to a cut. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.